Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump was dropped into the pool. Customer stated that the screen is black and there is fluid under the lcd display. She also stated there was a clock monitor frequency error alarm and the device had a partial display. Blood glucose value was 113 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test and self-test. No display anomaly or partial display noted. The insulin pump had an intermittent button response noted during testing due to moisture damage on keypad traces. No alarms or black screen noted. However, the insulin pump had corroded electronic assembly and motor assembly noted during visual inspection. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.